Manufacturer narrative:
(B)(6). The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per getinge standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) was dispatched to investigate. The fse evaluated the iabp unit and re-seated the color driver cable, which corrected the issue. The iabp unit passed all functional and safety tests per factory specifications; returned to customer and cleared for clinical use.

Event description:
The customer stated that the intra-aortic balloon pump (iabp) display is distorted. The event occured during service test by the customer. There was no patient involvement, thus no adverse event was reported.